Event description:
Physician during intraocular lens (iol) implant procedure, reported that in the middle of implanting the lens, a slight clogging sensation was felt, and the lens could not be implanted properly due to the clogging. The surgery was completed after replacing the iol with another one. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).